Manufacturer narrative:
One device was returned for investigation. It was received with a missing reflux plug, corroded quick connect, a dent on the front cover, a crack in the water tank, discoloration, a missing printed circuit board and light emitting diodes and the speaker was hanging by a wire. Visual inspection found that the speaker was damaged. The root cause was traced to the front cover being forced on or the device being dropped. The printed circuit board, quick drain connect, water tank cover, heater assembly, pole clamp, reflux plug and front cover were all replaced and repaired to resolve the issue. The device then passed all functionality tests. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had a broken internal component. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.